Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17377. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2460103, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011729 was manufactured according to the version 12 in the line 60, on 22/feb/2025, with a total of (B)(4) units. Note: review of the DHR showed 1 nc 2147652 was found for shifted tyvek of lot, it's not related to the malfunction code and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: 1 non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 8.

Event description:
Reference number: (B)(4). Event occurred in the germany. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the catheter. The insertion site was abdomen. The issue occurred with 8 infusion sets. No further information available.